Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the stent was partially deployed. The outer sheath was retracted from the tip and the shaft was kinked distally and proximally to the guidewire access port. During analysis, a restriction was met during an attempt to deploy the stent. No issues were noted with the stent. The inner lumen was folded over itself proximal to the yellow jacket. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure to cover a less than 6cm stricture in the distal common bile duct, performed on (B)(6), 2009. According to the complainant, during the procedure, the stent failed to deploy. The physician completed the procedure with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". This event has been deemed a reportable event based on the investigation results (stent partially deployed).